Manufacturer narrative:
(B)(4). (B)(4). Visual examination of the torque wrench ((B)(4)) revealed minor wear. Torque test was conducted and was found to be consistently out of specification at all the settings. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Although not proven, the most probable root cause for the under torquing of the wrench can be attributed to lack of maintenance during its time in use, resulting in the torque wrench exerting slightly less torque than its lower limit. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the post op control the surgeon and the patient have seen on x-rays that one of the lower offset connector has moved and was no more in the original position. The patient also wrote a complaint letter on it. This letter and the x-ray can be found enclosed. Procedure: lumbar fixation + plif.